Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed sleep current measurement, active current measurement and displacement test. Internal lithium battery monitored for 2 days, and tested on ngp test board. Device received error 25, problem isolated to internal lithium battery. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had power error detected alarm. Customer reported that they were not able to clear the alarm. Buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.